Manufacturer narrative:
(B)(4). The reported complaint of "leak - cuff" could not be confirmed based upon the investigation of the sample received. The customer returned one-unit v5-10315 et tube, hvt,7.5, nova plus for investigation. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A device history record review was performed, and no relevant findings were identified. No functional issues were found with the returned device. Based on the investigation of the returned complaint device, no issues were found.

Event description:
It was reported that: "size 7.5 sheridan et tubes not holding air and requiring up to 40-60 cmh20 to seal and still hearing gurgling in patients".

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. DHR investigation did not show issues related to complaint. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "size 7.5 sheridan et tubes not holding air and requiring up to 40-60 cmh20 to seal and still hearing gurgling in patients".